Manufacturer narrative:
The complainant was unable to provide the lot number, therefore, expiration and manufacturing dates cannot be determined. The complainant has indicated that the product has been disposed; therefore, a failure analysis of the complaint device could not be completed. At this time, we are unable to determine the relationship between the device and the cause of this event. If any additional relevant information is received, a supplemental medwatch will be filed.

Event description:
A hydrothermablation procerva procedure set was used during a hydrothermablation (hta) procedure on (B)(6) 2010. According to the complainant, during the procedure, a fluid loss alarm was generated during heat up phase of 10cc at a rate of 38cc/min and leakage was observed that was mitigated by gauze in the vagina. A second tenaculum was not applied. Two more fluid loss alarms were generated of 10cc each at a rate of 42cc/min each during the ablation and additional leakage was noted that was, again, mitigated by gauze in the vagina. A fourth fluid loss alarm was generated two minutes before completion of the ablation of 10cc at 40cc/min. The physician moved the "wand" and there was a more significant leak. The procedure was aborted at this point due to inability to maintain a cervical seal. A first degree burn, about the size of a quarter, was sustained on the posterior wall of the vagina which was treated with silvadyne cream. Clinical follow up information revealed that the cervix was noted to be stenotic, the patient was dilated to 8mm and the patient was not on cycle but pretreated. There were no further complications reported with this event and the patient's condition at the conclusion of the procedure was reported to be "fine". An additional attempt has been made to obtain follow up event details with no response from the clinician.